Event description:
Air in tubing beyond pump air sensor reported. A home patient was to receive an unspecified amount of dobutamine over a four hour period four times per week. The nurse set up the drip; approx 4-5 minutes after starting the infusion, she noticed 2-3 inches of air in the tubing beyond the pump air sensor. The nurse disconnected the set and switched to another pump and tubing that the patient had as backup and re-started the infusion. No air was infused into the patient, and no patient harm was reported.